Manufacturer narrative:
Codman has requested return of the device, a follow up report will be filed.

Event description:
Inlet connector came off from the valve. It was implanted in 2008 and replaced about 6 months later.